Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "inflammatory nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reporting injecting a patient with juvederm® vollure¿ xc in the nasolabial folds and tear troughs. The patient received the covid vaccine around the time of injection. Two weeks later, the patient reported a nodule at the left nasolabial fold, described as a 1 inch long cold nodule. The next day the nodule was treated by injecting 1.5 ml of hylenex® into the area. Approximately 3 weeks later, the patient reported a red, swollen, and inflamed bump on the right nasolabial fold. The physician treated with an injection of hylenex®. After 2 months, the nodules have not yet resolved so the patient was prescribed a medrol dose pak for the redness and swelling. This treatment helped a little, but the events are still ongoing.